Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified high scan on the adc device. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer experienced not very well, shaking, and self treated with sweets and 18 unites of insulin (type unknown) shots which was provided by non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 4.9 mmol/l was compared to a reading of 2.9 mmol/l obtained on a adc meter. The length of sensor wear was 7 days. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.